Manufacturer narrative:
Correction: patient identifier, age and sex were inadvertently not pulled in to the initial medical device report (MDR) and now provided. Additional information: patient weight now provided. Correction: device manufacturing date now provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported that the exam used for the procedure was reviewed on-site. The representative reported that the image spacing and thickness of the exam did not match, resulting in an image protocol. The suspect imaging protocol cannot be confirmed as the probable cause as the site has not permitted the suspect exam be shipped to medtronic for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), a 1mm anterior inaccuracy was observed by the surgeon. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.